Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus skipped when dragging the stylus on the screen. It was also indicated that programmer had multiple external case components broken. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that portions of the programmer screen were unresponsive to the touch pen. The pen was replaced but the issue was not resolved. Also,the screen hinge cover was missing and the power cord door was broken. The programmer was returned for service. No patient complications have been reported as a result of this event.